Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, quality control, and a visual inspection of the returned device were conducted during the investigation. The product was returned in a used and damaged condition with the hub and extension tube assembly detached from the sheath. The returned product was visually inspected. The visual examination found that the flare appeared to have been pulled from the hub. The photos images provided to the manufacturer show the flare has been pulled out from the hub. The device history record was reviewed and did not have any nonconformances. . It is feasible to suggest that the device experienced forces beyond its intended design. Based on the inspection and available information, no conclusion can be drawn about the cause of this event. Based on the risk assessment performed, no additional actions are required at this time. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
A percutaneous transluminal angioplasty and stent procedure was being performed on a (B)(6) year old female patient with atherosclerosis obliterans of the lower limbs. The sheath separated from the valve during the procedure. There was no adverse effect to the patient. The device was changed to a new sheath.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A percutaneous transluminal angioplasty and stent procedure was being performed on a (B)(6) year old female patient with atherosclerosis obliterans of the lower limbs. The sheath separated from the valve during the procedure. There was no adverse effect to the patient. The device was changed to a new sheath.